Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer reseated all cables and wires. Cleaned magnets and rebooted. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.